Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer believes she overmedicated herself with insulin based on readings obtained on her blood glucose meter. The consumer stated that she was unconscious for six hours but did not require any medical intervention. During the call to customer support, it was revealed that the consumer was using compromised test strips as proven by control solution testing. Meter and test strips in question will be returned for eval.